Manufacturer narrative:
Correction : h2 section: previously need to check additional information box instead of device evaluation box.

Manufacturer narrative:
The awareness date should have been 09 nov 2023 rather than 24 oct 2023.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the implantable cardiac monitor (icm) exhibited bluetooth low energy (ble) telemetry issue. No intervention was performed. The condition of the patient was unknown.